Event description:
It was reported that on post operative laparoscopic gastric bypass, a manual stapler and a total of five reloads were used after three competitive staplers failed to staple over the tissue. The manual stapler and reloads were able to staple the tissue however the surgeon said that there was oozing/bleeding of staple line for the four reloads. The surgeon had to put a drain in the patient. Thesurgical time was extended by less than 30 mins as the surgeon needed time to control the bleeding surgically. The surgeon had to give intra-operative tranexamic acid and stop post-operative pharmacological venous thromboembolism prophylaxis to avoid more bleeding.

Manufacturer narrative:
Additional information: b5, d4 (model #, catalog #, lot # removed), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler, (lot # p5b0744) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # n5j1630y) egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # n5k1479y) sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm, (lot # n5h1506y) egia60avm, egia60avm egia 60 artic vasc med sulu, (lot # n5h1419y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on post operative laparoscopic gastric bypass, a manual stapler and multiple reloads were used after three competitive staplers failed to staple over the tissue. The manual stapler and reloads were able to staple the tissue however the surgeon said that there was oozing/bleeding of staple line for the four reloads. The surgeon had to put a drain in the patient. The surgical time was extended by less than 30 mins as the surgeon needed time to control the bleeding surgically. The surgeon had to give intra-operative tranexamic acid and stop post-operative pharmacological vte prophylaxis to avoid more bleeding.